Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge leaked from the bottom. The user's blood glucose level was 131 mg/dl. Reportedly, the user did not have an alternate method of insulin delivery. However, the user stated that they were going to their healthcare providers office.

Manufacturer narrative:
(B)(4).